Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to enter food information into insulin pump due to respective screen not showing up. Customer also reported that insulin pump buttons responded slowly. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device had cracked reservoir tube lip.